Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "small extra-capsular fluid collections". Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported "potential rupture". Later healthcare professional reported "no rupture" and "small extra-capsular fluid collections" confirmed via ultrasound. This record is for the left side. The device has been explanted and replaced with a non-abbvie device.